Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered a bolus amount of 5 units instead of 0.5 units. The customer's blood glucose (bg) level at the time of event was 140 mg/dl. Reportedly, 2.81 units were delivered before the customer stopped insulin delivery and the customer ate a donut. A follow up confirmed that the customer's bg level was stable at 172 mg/dl.